Event description:
Rep reported that the cause of impedances was asked but unknown. Pt did not specify any falls, slips, trips, etc. It is asked but unknown if issue persists. Pt has not reached out regarding any issues since meeting (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, product type: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported impedance issue. Low impedance or short. Programmed around impedances. Following values were noted: 0: 540 1: 690 2: 620 3: 610 4: 620 5: 560 6: 590 7: 730 8: 770 9: 710 10: 720 11: 740 12: 660 13: --- 14: 680 15: 730.